Manufacturer narrative:
(B)(4). Physio-control evaluated the device and the first set of electrodes that was used, but could not verify the reported issue. There were no electronic patient records from the reported event. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer reported to physio-control that their device showed the message "connect electrodes" when they used it on a patient in cardiac arrest. The customer reported that the patient was found at home, and once the electrodes were connected to the patient, the device prompted "connect electrodes". They changed the electrodes, but the device prompted the same message. The customer then turned the device off and back on but this didn't help either. Basic life support was then performed until the arrival of the ems. The ems observed proper operation of the electrodes applied on the patient. In the hospital, the device was re-checked and again prompted "connect electrodes." There was patient use associated with the reported event however, the patient outcome was not reported to us.